Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels and low blood glucose and crack on the battery compartment on insulin pump. Customer¿s blood glucose level was of 46-400 mg/dl. Customer treat lows with food and highs with manual injections. Customer declined to troubleshoot for high and low readings. Customer performed troubleshoot and customer reports damage to pump. The customer stated battery compartment lip is chipping. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.